Event description:
The epicardial lead was implanted on the (B)(6) and had good electrical measurements on the psa. However, the next day the doctor checked the pacemaker's electrical measurements observing that they were worse than the day before so the doctor proceeded with a new intervention of the epicardial lead implant on the (B)(6) with better electrical measurements. The cable was completely loose from the (B)(6). These procedures did not cause adverse effects to the pt.

Manufacturer narrative:
Na.